Manufacturer narrative:
During evaluation, the reported issue (cut connecting tube) was confirmed. Visual examination found the following additional issues: the video cable had peeled coating and the connecting tube had peeled coating. The following components were scratched: the video case connector; the video connector; the video cable; the light guide connector; the switch box; the lock engagement lever; the up/down plate; the hand grip; the scope connector cover; the control unit; the universal cord; and the connecting tube. Functional testing showed the device failed leak testing due to a pinhole at the universal cord. In addition, the bending angle in the up direction did not meet with specifications. This issue was caused by a worn angle wire. Finally, the image showed a flare due to peeling of adhesive around the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the videoscope had a damaged insertion tube. The customer could not confirm when issue was found (prior to procedure or during) but confirmed the scheduled procedure was diagnostic. The customer reported there was no delay or impact to any patient procedures. The device was returned to olympus for evaluation. During examination, the resin on the flexible tube was found to be peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported insertion tube damage/loosened joint area issue could not be determined, however, the issue was likely the result of physical and or chemical stress. Olympus will continue to monitor field performance for this device.